Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery during a manual prime. The patient's blood glucose at the time of incident was 180 mg/dl. Troubleshooting was initiated for the no delivery alarm. The customer disconnected and reconnected the infusion set and reservoir and attempted to prime, but no insulin exited the tubing. The customer changed the infusion set and tried to manually push insulin through the tubing, but the result was the same. The customer then changed the reservoir and insulin pump alarmed no delivery during the prime attempt. The reservoir will be returned for analysis and a replacement reservoir was shipped to the customer.